Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas michael rosenbaum reviewed the open call for (B)(6): case (B)(4), centration is superior / nasal with minimal suction applanation to the eye. Capsulotomy starts at frame #3 and completes at frame #8. Fragmentation starts at frame #15 and completes at frame #38. Single ak incision at 92-degrees is completed without issue. Minor lens movement is noted throughout procedure. Laser functioned as designed. Root cause: patient anatomy may have contributed to bag movement during laser treatment, resulting in an incomplete treatment. Capsulotomy treatment appears to have initial breakthrough in the superior area while bag movement is occurring. Iris fluctuation is also noted during laser treatment. No further follow up.

Event description:
On (B)(6)2023, dr. (B)(6) reported that he had an anterior capsular tear during procedure #1722.